Event description:
The customer reported uncontained 20 cc clear fluid leak inside the coulter - lh 500 hematology analyzer instrument. The customer was wearing personal protective equipment (ppe) consisting of lab coat, goggles, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. On (B)(4) 2012 a field service engineer (fse) was on site and found a leak at the tubing through pinch valve pv43. Pinch valve pv43 controls the drain for the waste chamber. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. Failure mode of the event/leak was the leak tubing through pinch valve pv43.

Manufacturer narrative:
(B)(4).